Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. It was reported that titration phase started (B)(6) 2019 with the duodopa pump. Patient has pneumonia and has started taking unknown antibiotics. Nutrition has not started. Patient currently has two nasal tubes, one for duodopa and one for food and medication. The medication tube is clogged and cannot be opened.